Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date device received for evaluation. The head has been broken off of this screw and remains in the plate. Assuming that one of the threaded heads in the plate belongs to this shaft, the thread profile, flutes, and minor diameter of 2.37mm suggests that this may be of the 02.210.1xx family of screws. If so, by adding the blueprint head height of 2.34mm from the neck to the length of the piece provided, this could possibly be a 02.210.116. The break area has material compressed and raised at the circumference. The major diameter of first thread on the shaft has been compressed nearly down to the minor diameter. There are two compression type marks that are diametrically opposed. The remainder of the shaft threads are in good condition as are the flutes and tip. No evaluation of the head was possible except that the break of all three heads remaining in the plate appears to be clean and does not involve the drive, i.e.: the depth of the drive was not such that it promoted/caused the break.

Event description:
Patient was involved in mva and was treated with an external fixation on (B)(6) 2010 for a bilateral wrist fracture. On (B)(6) 2010, surgeon removed the ex-fix and revised patient with a lcp distal radius plate and screw construct. Patient had a second mva on (B)(6) 2013 and was presenting with pain. X-rays revealed that the plate had migrated distally, and all four screws along the articular surface were broken. Patient returned to the o.r. On (B)(6) 2013 for revision surgery. At this time, surgeon removed the plate and screws and revised patient with 3.5mm screws with k-wires for a wrist fusion. This report is for an unknown screw. This is 4 of 5 reports for complaint (B)(4).